Event description:
The ventilator on the anesthesia machine quit during the case. When restarted it failed again within 1 minute. A manufacturer notice was received about an upgrade related to this specific problem. Biomed was waiting for parts availability in order to complete the upgrade and had been checking the ventilators periodically in an attempt to avoid this failure.